Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the pacemaker lost radio frequency telemetry connection due to chip malfunction. Device reset was performed. Patient was stable.